Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, impedance was found to be >2000 ohms and no pacing or sensing was observed. X-ray showed normal lead position. The lead was replaced.